Manufacturer narrative:
The event unit was not returned to applied medical for evaluation, and the lot number was not provided. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. The complainant did not allege any malfunction with an applied medical device. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Correction: updated section h6. Impact code updated to 2199 - no health consequences or impact. Clinical code has been updated to 4582 - no clinical signs, symptoms or conditions.

Event description:
Procedure performed hip artropasty event description: the alexis ortho was used in a routine primary hip replacement, the approach was posterolateral. Dr. [Name redacted] tells us that she is not going to use alexis ortho again since she does not feel sure that the internal ring that is placed could affect any nerve or muscle, after 4 days the patient tells her that she has a muscle weakness (paresis), dr. [Name redacted] tells us that she does not assure that it is from alexis but that she feels more comfortable if she does not use it again, as a precaution. Clinical impact to the patient as a result of the event was paresia, muscle weakness in the hip muscles. We have not been able to resolve anything since the incident occurred 4 days before they called us, they believe that it may be due to the internal force of alexis's inner ring but they are not sure. Dr. [Name redacted] informs us that after a few days her operated patient reports muscular paresis, she cannot be sure if it has been caused by the use of alexis ortho, but she informs us that as a precaution and safety measure she will not use it anymore. The grade is medium. Additional information received from applied medical representative via email on 24may2023: due to patient confidentiality we do not know how the patient is doing now, but the surgeon said the patient is fine, they simply had a little muscle weakness. "The grade is medium" means that it's a medium degree of muscle weakness. The surgeon indicated that this can occur sometimes with this type of surgery. The approach was posterolateral. The incision size was between 10-15 centimeters. The model was hr005, the lot number is unknown as the hospital did not keep the alexis. The only heavy articulation was with the metallic retractors they usually use. The compression of the muscle lasted the entire surgery, between an hour and an hour and a half. The device was placed between the tensor fascia lata and the gluteus maximus. The muscle affected by the paresis was the sciatic muscle. The paresis was of a medium degree, 4 days after the operation. It is not known how the paresis was treated. It is not known what other devices were being used. There is no video material available. Intervention: unknown. Patient status: after a few days her operated patient reports muscular paresis. Update 24may2023: patient is fine.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: hip artropasty. Event description: the alexis ortho was used in a routine primary hip replacement, the approach was posterolateral. Dr. [Name redacted] tells us that she is not going to use alexis ortho again since she does not feel sure that the internal ring that is placed could affect any nerve or muscle, after 4 days the patient tells her that she has a muscle weakness (paresis), dr. [Name redacted] tells us that she does not assure that it is from alexis but that she feels more comfortable if she does not use it again, as a precaution. Clinical impact to the patient as a result of the event was paresia, muscle weakness in the hip muscles. We have not been able to resolve anything since the incident occurred 4 days before they called us, they believe that it may be due to the internal force of alexis's inner ring but they are not sure. Dr. [Name redacted] informs us that after a few days her operated patient reports muscular paresis, she cannot be sure if it has been caused by the use of alexis ortho, but she informs us that as a precaution and safety measure she will not use it anymore. The grade is medium. Additional information received from applied medical representative via email on 24may2023: due to patient confidentiality we do not know how the patient is doing now, but the surgeon said the patient is fine, they simply had a little muscle weakness. "The grade is medium" means that it's a medium degree of muscle weakness. The surgeon indicated that this can occur sometimes with this type of surgery. The approach was posterolateral. The incision size was between 10-15 centimeters. The model was hr005, the lot number is unknown as the hospital did not keep the alexis. The only heavy articulation was with the metallic retractors they usually use. The compression of the muscle lasted the entire surgery, between an hour and an hour and a half. The device was placed between the tensor fascia lata and the gluteus maximus. The muscle affected by the paresis was the sciatic muscle. The paresis was of a medium degree, 4 days after the operation. It is not known how the paresis was treated. It is not known what other devices were being used. There is no video material available. Intervention: unknown. Patient status: after a few days her operated patient reports muscular paresis. Update 24may2023: patient is fine.